Event description:
An endeavor resolute rx drug-eluting coronary stent system was intended to treat an lcx lesion in a patient. It was reported that the stent dislodged from the balloon while the device was crossing the lesion. The device was inspected prior to use with no abnormalities noted. It was reported that resistance was felt while crossing the lesion. The dislodged stent was slowly retrieved using the stent balloon. It was reported that no patient injury occurred. Current patient status is unknown. Device has not been received for evaluation.

Manufacturer narrative:
(B) (4). Secondary intervention - stent retrieved using delivery balloon. Results: dislodgement, root cause of dislodgement unknown.